Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the remb universal driver caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the remb universal driver caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was not duplicated. The service technician found the potted trigger assembly to be cracked, which contains the electronics of the device.